Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoid resection, the device operator explained that the device couldn't be open after the sigmoid was stapled. Another clamp had to be used to open the device. Another reload was used to complete the procedure. The surgery time was extended. Additional information was requested from the reporter. Should we receive it, a supplemental will be sent.